Event description:
It was reported that the rv (right ventricular) lead threshold was unacceptable. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression; full lead in segments returned and analyzed. It was noted that the proximal conductor failed continuity because of a melted conductor, all conductors were distorted and had blood/body fluid present, and the lead was stretched. The outer insulation was kinked/buckled, and had a breached cut, a white substance, and an outer cosmetic depression.